Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2007, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a mid-urethral sling placement procedure performed on (B)(6) 2007, for the treatment of significant type 2 urinary incontinence. The procedure was well tolerated by the patient, and there were no intraoperative complications. She was subsequently sent to the recovery room in good condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.